Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reporetd that the patient's scs ipg had reached its end of life and no longer was able to provide therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.